Manufacturer narrative:
The customer reported problem was unknown/not provided. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from 06/10/2011 to 8/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device continually alarms to check the IV set. During repair of the device, the iui was found to be corroded. There was no reported patient involvement.